Event description:
Spontaneous pt reports that tubing detached directly from cassette. He feels that cassette is faulty as the tubing does not securely attach to cassette. Event occurred during use. Pt immediately replaced cassette and tubing. Pt sustained no injury. Pt has tubing, but not the lot and expiration. No further info provided. Reported (B)(6) by pt/caregiver.